Event description:
It was reported that a dye study revealed there was a catheter leak with no contrast visible in the "neuraxial space." The pump was used to deliver baclofen (unknown). No symptoms or interventions were reported. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).